Event description:
The ge oec 6600 fluoroscopy sys had exposed wires on the interconnect cable and was removed from use for service.

Manufacturer narrative:
A ge oec service rep investigated the issue and found exposed wires on the interconnect cable. The interconnect cable was replaced. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.